Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time. (B)(4).

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) was depleting faster than expected. The remaining longevity had decreased from 60% to 16% within a six month timeframe. The device was explanted and replaced without incident. This device is included in the s-ICD premature depletion physician communication.